Manufacturer narrative:
Company medical assessment: the patient underwent deb- tace and developed hepatic necrosis and a liver abscess. Investigation revealed that "overembolization" may have occurred during the procedure. As the overembolization could underlie the development of hepatic necrosis and liver abscess, and constitutes user error, this event is medically reportable. The potential contributory factors were investigated and assessed as part of this complaint. The patient was diagnosed with liver abscess resulting from hepatic necrosis following deb-tace. As a result of over-embolization, reported as "unexpected embolization", the patient could have suffered from liver abscess. It was concluded that the over-embolization was a consequence of user-error. No corrective and preventive action (CAPA) plan has been identified as a result of this investigation. The investigation is summarized within this report; no further investigations are required.

Event description:
This follow up report summarises the findings from the manufacturers investigation report and reports additional information received on july 16, 2015. Previously reported information relates to patient's concomitant disease chronic (B)(6). It was reported that the patient had tace using lipiodol followed by tace using dc bead and later tace using lipiodol and partially hepasphere. On (B)(6) 2015, tace was performed using one vial (1 ml of 2 ml) of drug-eluting dc bead (100-300 um) loaded with 25 mg of epirubicin for the treatment of hepatocellular carcinoma. There were 6 tumors (20, 14, 15, 11, 8, 8 mm), the tumors in bilateral hepatic lobes received slow embolization with the beads (1/100 diluted) until the hepatic artery was turned into "the state of dead branches in winter". This was the fourth tace, and this was the third tace with dcb. On (B)(6) 2015, the patient had epigastric pain and 0- between (B)(6) 2015, the patient had a slight fever. On (B)(6) 2015, the patient developed bile duct necrosis (hospitalization or prolonged hospitalization). He developed abdominal pain (an event secondary to bile duct necrosis). On (B)(6) 2015, the patient's body temperature was 37 - < 38 degrees celsius and on (B)(6) 2015, the patient was discharged from the hospital. On (B)(6) 2015, the patient developed extensive hepatic necrosis in a sub-segment (hospitalization or prolonged hospitalization) and visited the outpatient department. For the extensive hepatic necrosis and bile duct necrosis a drainage catheter was placed. The reporting physician stated in that due to extensive hepatic necrosis, the patient was re-hospitalized due to pyrexia and elevated e inflammatory markers on (B)(6) 2015. CT findings on readmission led to the diagnosis of liver abscess resulting from hepatic necrosis. CT scan revealed that fluid extended from the hepatoduodenal ligament to dorsal pancreas and that was considered to be bile duct necrosis. Subsequently, percutaneous u transhepatic cholangio drainage (ptcd)was performed and it was considered that bile duct was broken due a to bile duct necrosis. On (B)(6) 2015, the patient's abdominal pain resolved. As of (B)(6) 2015, the event outcome of extensive hepatic necrosis and bile duct necrosis remains unknown. The reporting physician stated that the patient's extensive hepatic necrosis, bile duct necrosis and abdominal pain were probably related to dc bead. Additional information was received from the physician via the company distributor on (B)(6) 2015. The reporting physician stated that unexpected (over-embolization) embolization may have happened during m the deb-tace procedure. It was reported that the treating physician has good experience conducting e tace procedures and that the patient had no portal vein thrombosis or portal hypertension.

Manufacturer narrative:
MFR report # : 3002124545-2015-00021. Company reference: (B)(4). Dc bead with epirubicin hydrochloride was reported to have been used in the treatment of this patient. The equivalent product lc bead is available in the USA and is indicated for the treatment of hypervascular tumors and avms. Dc bead with epirubicin is considered off-label use. The device has not been sent to the manufacturer for evaluation. No batch review was possible for this case as the lot number could not be ascertained. No product malfunction/deficiency has been identified. Company medical assessment: the patient underwent debtace and developed hepatic necrosis and a liver abscess. Investigation revealed that "overembolization" may have occurred during the procedure. As the overembolization could underlie the development of hepatic necrosis and liver abscess, and constitutes user error, this event is medically reportable. The potential contributory factors were investigated and assessed as part of this complaint. The patient was diagnosed with liver abscess resulting from hepatic necrosis following deb-tace. As a result of over-embolisation, reported as "unexpected embolisation", the patient could have suffered from liver abscess. It was concluded that the over-embolisation was a consequence of user-error. No corrective and preventive action (CAPA) plan has been identified as a result of this investigation. The investigation is summarised within this report; no further investigations are required.

Event description:
Extensive hepatic necrosis [hepatic necrosis]; bile duct necrosis [bile duct necrosis]; cholangitis [cholangitis]; liver abscess [liver abscess]; bile duct stenosis [bile duct stenosis]; abdominal pain [abdominal pain]; overembolization [procedural complication]; off-label use [off label use of device]. Case description: initial information concerns a (B)(6) year old male patient and was received from a user facility via the company distributor on (B)(6) 2015. The patient's medical history and concomitant medications were not provided. The patient's concomitant diseases include chronic (B)(6). On (B)(6) 2013, the patient had tace using lipiodol followed by tace using dc bead on (B)(6) 2014 and tace using lipiodol and partially hepasphere on (B)(6) 2014. On (B)(6) 2015, the patient underwent deb tace procedure (dc bead 100- 300 microm, 1 ml) loaded with 25 mg of epirubicin for hepatocellular carcinoma (hcc). On (B)(6) 2015, eight days following the procedure, the patient experienced abdominal pain at hospital discharge. On (B)(6) 2015, 15 days following the procedure, the patient developed extensive hepatic necrosis and bile duct necrosis and drainage catheter was placed. The physician considered the events non-serious. At the time of this report, the patient did not recover from extensive hepatic necrosis and bile duct necrosis. The outcome of abdominal pain was unknown. The physician stated that the events extensive hepatic necrosis, bile duct necrosis and abdominal pain were probably related to dc bead. Additional information was received from the physician via the user facility on 20-may-2015. On (B)(6) 2015, tace was performed using one vial (1 ml of 2 ml) of drug-eluting dc bead (100-300 microm). There were 6 tumors (20, 14, 15, 11, 8, 8 mm), the tumors in bilateral hepatic lobes received slow embolization with the beads (1/100 diluted) until the hepatic artery proper was turned into "the state of dead branches in winter". This was the fourth tace, and this was the third tace with dc bead. On (B)(6) 2015, the patient had epigastric pain and between (B)(6) 2015, the patient had a slight fever. On (B)(6) 2015, the patient developed bile duct necrosis (hospitalization or prolonged hospitalization). He developed abdominal pain (an event secondary to bile duct necrosis). On (B)(6) 2015, the patient's body temperature was 37-< 38 degrees celsius and on (B)(6) 2015, the patient was discharged from the hospital. On (B)(6) 2015, the patient developed extensive hepatic necrosis in a sub-segment (hospitalization or prolonged hospitalization) and visited the outpatient department. On (B)(6) 2015, the patient's abdominal pain resolved. As of (B)(6) 2015, the patient did not recover from the extensive hepatic necrosis and bile duct necrosis. The reporting physician stated that the patient's extensive hepatic necrosis, bile duct necrosis were probably related to dc bead. Additional information was received from the user facility via the company distributor on (B)(6) 2015. The reporting physician stated that due to extensive hepatic necrosis, the patient was re-hospitalized due to pyrexia and elevated inflammatory markers on (B)(6) 2015. CT findings on readmission led to the diagnosis of liver abscess resulting from hepatic necrosis. CT scan revealed that fluid extended from the hepatoduodenal ligament to dorsal pancreas and that was considered to be bile duct necrosis. Subsequently, percutaneous transhepatic cholangio drainage (ptcd) was performed and it was considered that bile duct was broken due to bile duct necrosis. Additional information was received from the physician via the company distributor on 15-jun- 2015. The reporting physician stated that unexpected (over-embolisation) embolisation may have happened during the deb-tace procedure. It was reported that the treating physician has good experience conducting tace procedures and that the patient had no portal vein thrombosis or portal hypertension. Additional information was received from the physician via the company distributor on 04-sep-2015. On (B)(6) 2015, the patient developed bile duct destruction and cholangitis. On (B)(6) 2015, the bile duct destruction was resolving. On an unspecified date, the cholangitis had not resolved. At present, a percutaneous transhepatic cholangio drainage (ptcd) tube was placed in the patient, and this follow up is being performed by the outpatient department. Past medical history of the patient included: on (B)(6) 2013, tace using lipiodol, tace using dc bead on (B)(6) 2014 and tace using lipiodol and partially hepasphere on (B)(6) 2014. Current disease: chronic (B)(6). The reporting physician assessed the events bile duct destruction and cholangitis as possibly related to dc bead. Additional information was received from the physician via the company distributor on 20-oct-2015: the physician reported that on an unspecified date the patient developed bile duct stenosis and that ptcd tube was used for treatment of cholangitis (biliary excretion) and bile duct stenosis. On (B)(6) 2015, the bile duct destruction (bile duct necrosis) was recovering. At the time of the report, on (B)(6) 2015, extensive hepatic necrosis and cholangitis were recovering but the bile duct stenosis has not recovered. A follow-up of the patient was being conducted with the ptcd tube for internal-external biliary drainage. The reporter stated that the events bile duct destruction (bile duct necrosis), cholangitis, extensive hepatic necrosis, bile duct stenosis were possibly related to dc bead. Case comment: the events hepatic necrosis, bile duct necrosis, liver abscess, bile duct stenosis, cholangitis and abdominal pain are unlisted according to the current instruction for use of dc bead. This case document an off-label use of dc bead,with epirubicin. The therapeutic procedural complications reported is likely to be due to an user error. The reporter considered the events as possibly related to dc bead. The company considers that the role of dc bead in the occurrence of the reported events (hepatic necrosis, bile duct necrosis, bile duct stenosis, cholangitis, liver abscess and abdominal pain) cannot be ruled out. This single case report does not modify the risk benefit balance of dc bead. The company is continuously monitoring all respective reports received, and based on cumulative experience, will re-evaluate the available evidence on an ongoing basis. The first sales for dc bead in the (B)(4) were in 2004. Sales data from jan-2010 for dc bead is: EU 116.815 vials and row 59.919 vials. The follow-up information received on 20-oct-2015 did not change the case assessment.

Manufacturer narrative:
MFR report # : 3002124545-2015-00021. (B)(4). Dc bead with epirubicin hydrochloride was reported to have been used in the treatment of this patient. The equivalent product lc bead is available in the USA and is indicated for the treatment of hypervascular tumors and avms. Dc bead with epirubicin is considered off-label use. The device has not been sent to the manufacturer for evaluation. No batch review was possible for this case as the lot number could not be ascertained. No product malfunction/deficiency has been identified. Company medical assessment: the patient underwent debtace and developed hepatic necrosis and a liver abscess. Investigation revealed that "overembolization" may have occurred during the procedure. As the overembolization could underlie the development of hepatic necrosis and liver abscess, and constitutes user error, this event is medically reportable. The potential contributory factors were investigated and assessed as part of this complaint. The patient was diagnosed with liver abscess resulting from hepatic necrosis following deb-tace. As a result of over-embolisation, reported as "unexpected embolisation", the patient could have suffered from liver abscess. It was concluded that the over-embolisation was a consequence of user-error. No corrective and preventive action (CAPA) plan has been identified as a result of this investigation. The investigation is summarised within this report; no further investigations are required.

Event description:
Extensive hepatic necrosis [hepatic necrosis]. Bile duct necrosis [bile duct necrosis]. Cholangitis [cholangitis]. Liver abscess [liver abscess]. Abdominal pain [abdominal pain]. Overembolization [procedural complication]. Off-label use [off label use of device]. Case description: initial information concerns a (B)(6) year old male patient and was received from a user facility via the company distributor on 06-mar-2015. The patient's medical history and concomitant medications were not provided. The patient's concomitant diseases include chronic (B)(6) . On (B)(6) 2013, the patient had tace using lipiodol followed by tace using dc bead on (B)(6) 2014 and tace using lipiodol and partially hepasphere on (B)(6) 2014. On (B)(6) 2015, the patient underwent deb tace procedure (dc bead 100- 300 microm, 1 ml) loaded with 25 mg of epirubicin for hepatocellular carcinoma (hcc). On (B)(6) 2015, eight days following the procedure, the patient experienced abdominal pain at hospital discharge. On (B)(6) 2015, 15 days following the procedure, the patient developed extensive hepatic necrosis and bile duct necrosis and drainage catheter was placed. The physician considered the events non-serious. At the time of this report, the patient did not recover from extensive hepatic necrosis and bile duct necrosis. The outcome of abdominal pain was unknown. The physician stated that the events extensive hepatic necrosis, bile duct necrosis and abdominal pain were probably related to dc bead. Additional information was received from the physician via the user facility on 20-may-2015. On (B)(6) -2015, tace was performed using one vial (1 ml of 2 ml) of drug-eluting dc bead (100-300 microm). There were 6 tumors (20, 14, 15, 11, 8, 8 mm), the tumors in bilateral hepatic lobes received slow embolization with the beads (1/100 diluted) until the hepatic artery proper was turned into "the state of dead branches in winter". This was the fourth tace, and this was the third tace with dc bead. On (B)(6) 2015, the patient had epigastric pain and between (B)(6) 2015, the patient had a slight fever. On (B)(6) 2015, the patient developed bile duct necrosis (hospitalization or prolonged hospitalization). He developed abdominal pain (an event secondary to bile duct necrosis). On (B)(6) 2015, the patient's body temperature was 37-< 38 degrees celsius and on (B)(6) 2015, the patient was discharged from the hospital. On (B)(6) 2015, the patient developed extensive hepatic necrosis in a sub-segment (hospitalization or prolonged hospitalization) and visited the outpatient department. On (B)(6) 2015, the patient's abdominal pain resolved. As of (B)(6) -2015, the patient did not recover from the extensive hepatic necrosis and bile duct necrosis. The reporting physician stated that the patient's extensive hepatic necrosis, bile duct necrosis were probably related to dc bead. Additional information was received from the user facility via the company distributor on 15-jun-2015. The reporting physician stated that due to extensive hepatic necrosis, the patient was re-hospitalized due to pyrexia and elevated inflammatory markers on (B)(6) 2015. CT findings on readmission led to the diagnosis of liver abscess resulting from hepatic necrosis. CT scan revealed that fluid extended from the hepatoduodenal ligament to dorsal pancreas and that was considered to be bile duct necrosis. Subsequently, percutaneous transhepatic cholangio drainage (ptcd) was performed and it was considered that bile duct was broken due to bile duct necrosis. Additional information was received from the physician via the company distributor on (B)(6) 2015. The reporting physician stated that unexpected (over-embolisation) embolisation may have happened during the deb-tace procedure. It was reported that the treating physician has good experience conducting tace procedures and that the patient had no portal vein thrombosis or portal hypertension. Additional information was received from the physician via the company distributor on 04-sep-2015. On (B)(6) 2015, the patient developed bile duct destruction and cholangitis. On (B)(6) 2015, the bile duct destruction was resolving. On an unspecified date, the cholangitis had not resolved. At present, a percutaneous transhepatic cholangio drainage (ptcd) tube was placed in the patient, and this follow up is being performed by the outpatient department. Past medical history of the patient included: on (B)(6) 2013, tace using lipiodol, tace using dc bead on (B)(6) 2014 and tace using lipiodol and partially hepasphere on (B)(6) 2014. Current disease: (B)(6) . The reporting physician assessed the events bile duct destruction and cholangitis as possibly related to dc bead. Case comment: the events hepatic necrosis, bile duct necrosis liver abscess, cholangitis and abdominal pain are unlisted according to the current instruction for use of dc bead. This case document an off-label use of dc bead,with epirubicin. The therapeutic procedural complications reported is likely to be due to an user error. The reporter considered the events as possibly related to dc bead. The company considers that the role of dc bead in the occurrence of the reported event (hepatic necrosis, bile duct necrosis cholangitis, liver abscess and abdominal pain) cannot be ruled out. This single case report does not modify the risk benefit balance of dc bead. The company is continuously monitoring all respective reports received, and based on cumulative experience, will re-evaluate the available evidence on an ongoing basis. The first sales for dc bead in the (B)(4) were in 2004. Sales data from jan-2010 for dc bead is: (B)(4) 116.815 vials and row 59.919 vials.

Manufacturer narrative:
Company medical assessment stated that the patient underwent deb-tace, subsequently developed abdominal pain and was found to have extensive hepatic and biliary necrosis receiving drainage, event is medically reportable. The new information received on (B)(6) 2015 does not change the previous assessment. This event is currently under investigation by the manufacturer and the conclusions of this investigation/any new information received will be communicated as a follow-up report.

Event description:
On (B)(6) 18, 2015, tace was performed using one vial (1 ml of 2 ml) of drug-eluting dc bead (100-300 pm) loaded with 25 mg of epirubicin for the treatment of hepatocellular carcinoma. There were 6 tumors (20, 14, 15, 11, 8, 8 mm), the tumors in bilateral hepatic lobes received slow embolization with the beads (1/100 diluted) until the hepatic artery proper was turned into "the state of dead branches in winter". This was the fourth tace, and this was the third tace with dcb. On (B)(6), 2015, the patient had epigastric pain and between (B)(6) 2015, the patient had a slight fever. On (B)(6) 2015, the patient developed bile duct necrosis (hospitalization or prolonged hospitalization). He developed abdominal pain (an event secondary to bile duct necrosis.) On (B)(6) 2015, the patient's body temperature was 37 - < 38 degrees celsius and on (B)(6) 2015, the patient was discharged from the hospital. On (B)(6) 2015, the patient developed extensive hepatic necrosis in a sub-segment (hospitalization or prolonged hospitalization) and visited the outpatient department. For the extensive hepatic necrosis and bile duct necrosis a drainage catheter was placed. On (B)(6) 2015, the patient's abdominal pain resolved. As of (B)(6) 2015, the patient did not resolve from the extensive hepatic necrosis and bile duct necrosis. The reporting physician stated that the patient's extensive hepatic necrosis, bile duct necrosis and abdominal pain were probably related to dc bead. Additional information was received from the user facility via the company distributor on (B)(6) 2015. The reporting physician stated that due to extensive hepatic necrosis, the patient was re-hospitalized m due to pyrexia and elevated inflammatory markers on (B)(6) 2015. CT findings on readmission led to the diagnosis of liver abscess resulting from hepatic necrosis. CT scan revealed that fluid extended from the hepatoduodenal ligament to dorsal pancreas and that was considered to be bile duct necrosis. Subsequently, percutaneous transhepatic cholangio drainage (ptcd)was performed and it was considered that bile duct was broken due to bile duct necrosis.

Manufacturer narrative:
Company medical assessment following the initial information stated that the patient underwent deb-tace, subsequently developed abdominal pain and was found to have extensive hepatic and biliary necrosis receiving drainage, event is medically reportable. The new information received on may 20, 2015 does not change the combination previous assessment. This event is currently under investigation by the MFR and the conclusions of this investigation/any new info received will be communicated as a f/u report.

Event description:
Previously reported information relates to patient's concomitant disease; chronic hepatitis b. It was reported that the patient had tace using lipiodol followed by tace using dc bead and later tace using lipiodol and partially hepasphere. On (B)(6) 2015, the patient underwent deb tace procedure dc bead (100- 300 um, 1 ml) loaded with 25 mg of epirubicin for the treatment of hepatocellular carcinoma. Eight days following the procedure, the patient experienced abdominal pain at hospital discharge. Fifteen days following the procedure, the patient developed extensive hepatic necrosis and bile duct necrosis and drainage catheter was placed. The physician considered the events non-serious. At the time of this report, the patient did not recover from extensive hepatic necrosis and bile duct necrosis. The outcome of abdominal pain was unknown. The physician stated that the event extensive hepatic necrosis, bile duct necrosis and abdominal pain were probably related to dc bead. Additional information was received from the physician via the user facility on may 20, 2015. On (B)(6) 2015, tace was performed using one vial (1 ml of 2 ml) of drug-eluting dc bead (100-300 pm). There were 6 tumors (20, 14, 15, 11, 8, 8 mm), the tumors in bilateral hepatic lobes received slow embolization with the beads (1/100 diluted) until the hepatic artery proper was turned into "the state of dead branches in winter". This was the fourth tace, and this was the third tace with dcb. On (B)(6) 2015, the patient had epigastric pain and between (B)(6) 2015, the patient had a slight fever. On (B)(6) 2015, the patient developed bile duct necrosis (hospitalization or prolonged hospitalization). He developed abdominal pain (an event secondary to bile duct necrosis). On (B)(6) 2015, the patient's body temperature was 37 - < 38 degrees celsius and on (B)(6) 2015, the patient was discharged from the hospital. On (B)(6)2015, the patient developed extensive hepatic necrosis in a sub- segment (hospitalization or prolonged hospitalization) and visited the outpatient department. On (B)(6) 2015, the patient's abdominal pain resolved. As of (B)(6) 2015, the patient did not resolve from the extensive hepatic necrosis and bile duct necrosis. The reporting physician stated that the patient's extensive hepatic necrosis, bile duct necrosis were probably related to dc bead.

Manufacturer narrative:
MFR report # : 3002124545-2015-00021. (B)(4). Dc bead with epirubicin hydrochloride was reported to have been used in the treatment of this patient. The equivalent product lc bead is available in the USA and is indicated for the treatment of hypervascular tumors and avms. Dc bead with epirubicin is considered off-label use. The device has not been sent to the manufacturer for evaluation. No batch review was possible for this case as the lot number could not be ascertained. No product malfunction/deficiency has been identified. Company medical assessment: the patient underwent debtace and developed hepatic necrosis and a liver abscess. Investigation revealed that "overembolization" may have occurred during the procedure. The potential contributory factors were investigated and assessed as part of this complaint. The patient was diagnosed with liver abscess resulting from hepatic necrosis following deb-tace. As a result of over-embolisation, reported as "unexpected embolisation", the patient could have suffered from liver abscess. It was concluded that the over-embolisation was a consequence of user-error. No corrective and preventive action (CAPA) plan has been identified as a result of this investigation. The investigation is summarised within this report; no further investigations are required.

Event description:
Extensive hepatic necrosis [hepatic necrosis]. Bile duct necrosis [bile duct necrosis]. Cholangitis [cholangitis]. Liver abscess [liver abscess]. Bile duct stenosis [bile duct stenosis]. Abdominal pain [abdominal pain]. Overembolization [procedural complication]. Off-label use [off label use of device]. Case description: initial information concerns a (B)(6) year old male patient and was received from a user facility via the company distributor on 06-mar-2015. The patient's medical history and concomitant medications were not provided. The patient's concomitant diseases include chronic (B)(6). On (B)(6) 2013, the patient had tace using lipiodol followed by tace using dc bead on (B)(6) 2014 and tace using lipiodol and partially hepasphere on (B)(6) 2014. On (B)(6) 2015, the patient underwent deb tace procedure (dc bead 100- 300 microm, 1 ml) loaded with 25 mg of epirubicin for hepatocellular carcinoma (hcc). On (B)(6) 2015, eight days following the procedure, the patient experienced abdominal pain at hospital discharge. On (B)(6) 2015, 15 days following the procedure, the patient developed extensive hepatic necrosis and bile duct necrosis and drainage catheter was placed. The physician considered the events non-serious. At the time of this report, the patient did not recover from extensive hepatic necrosis and bile duct necrosis. The outcome of abdominal pain was unknown. The physician stated that the events extensive hepatic necrosis, bile duct necrosis and abdominal pain were probably related to dc bead. Additional information was received from the physician via the user facility. On (B)(6) 2015, tace was performed using one vial (1 ml of 2 ml) of drug-eluting dc bead (100-300 microm). There were 6 tumors (20, 14, 15, 11, 8, 8 mm), the tumors in bilateral hepatic lobes received slow embolization with the beads (1/100 diluted) until the hepatic artery proper was turned into "the state of dead branches in winter". This was the fourth tace, and this was the third tace with dc bead. On (B)(6) 2015, the patient had epigastric pain and between (B)(6) 2015, the patient had a slight fever. On (B)(6) 2015, the patient developed bile duct necrosis (hospitalization or prolonged hospitalization). He developed abdominal pain (an event secondary to bile duct necrosis). On (B)(6) 2015, the patient's body temperature was 37-< 38 degrees celsius and on (B)(6) 2015, the patient was discharged from the hospital. On (B)(6) 2015, the patient developed extensive hepatic necrosis in a sub-segment (hospitalization or prolonged hospitalization) and visited the outpatient department. On (B)(6) 2015, the patient's abdominal pain resolved. As of (B)(6) 2015, the patient did not recover from the extensive hepatic necrosis and bile duct necrosis. The reporting physician stated that the patient's extensive hepatic necrosis, bile duct necrosis were probably related to dc bead. Additional information was received from the user facility via the company distributor on (B)(6) 2015. The reporting physician stated that due to extensive hepatic necrosis, the patient was re-hospitalized due to pyrexia and elevated inflammatory markers on (B)(6) 2015. CT findings on readmission led to the diagnosis of liver abscess resulting from hepatic necrosis. CT scan revealed that fluid extended from the hepatoduodenal ligament to dorsal pancreas and that was considered to be bile duct necrosis. Subsequently, percutaneous transhepatic cholangio drainage (ptcd) was performed and it was considered that bile duct was broken due to bile duct necrosis. Additional information was received from the physician via the company distributor on (B)(6) 2015. The reporting physician stated that unexpected (over-embolisation) embolisation may have happened during the deb-tace procedure. It was reported that the treating physician has good experience conducting tace procedures and that the patient had no portal vein thrombosis or portal hypertension. Additional information was received from the physician via the company distributor. On (B)(6) 2015, the patient developed bile duct destruction and cholangitis. On (B)(6) 2015, the bile duct destruction was resolving. On an unspecified date, the cholangitis had not resolved. At present, a percutaneous transhepatic cholangio drainage (ptcd) tube was placed in the patient, and this follow up is being performed by the outpatient department. Past medical history of the patient included: on (B)(6) 2013, tace using lipiodol, tace using dc bead on (B)(6) 2014 and tace using lipiodol and partially hepasphere on (B)(6) 2014. Current disease: (B)(6) . The reporting physician assessed the events bile duct destruction and cholangitis as possibly related to dc bead. Additional information was received from the physician via the company distributor on ) (B)(6) 2015: the physician reported that on an unspecified date the patient developed bile duct stenosis and that ptcd tube was used for treatment of cholangitis (biliary excretion) and bile duct stenosis. On (B)(6) 2015, the bile duct destruction (bile duct necrosis) was recovering. At the time of the report, on (B)(6) 2015, extensive hepatic necrosis and cholangitis were recovering but the bile duct stenosis has not recovered. A follow-up of the patient was being conducted with the ptcd tube for internal-external biliary drainage. The reporter stated that the events bile duct destruction (bile duct necrosis), cholangitis, extensive hepatic necrosis, bile duct stenosis were possibly related to dc bead. Case comment: the events hepatic necrosis, bile duct necrosis, liver abscess, bile duct stenosis, cholangitis and abdominal pain are unlisted according to the current instruction for use of dc bead. This case document an off-label use of dc bead,with epirubicin. The therapeutic procedural complications reported is likely to be due to an user error. The reporter considered the events as possibly related to dc bead. The company considers that the role of dc bead in the occurrence of the reported events (hepatic necrosis, bile duct necrosis, bile duct stenosis, cholangitis, liver abscess and abdominal pain) cannot be ruled out. This single case report does not modify the risk benefit balance of dc bead. The company is continuously monitoring all respective reports received, and based on cumulative experience, will re-evaluate the available evidence on an ongoing basis. The first sales for dc bead in the (B)(4) were in 2004. Sales data from jan-2010 for dc bead is: EU 116.815 vials and row 59.919 vials. The follow-up information received on 20-oct-2015 did not change the case assessment. Final assessment on (B)(6) 2015: the patient underwent debtace and developed hepatic necrosis and a liver abscess. Investigation revealed that "overembolization" may have occurred during the procedure. As the overembolization could underlie the development of hepatic necrosis and liver abscess, and constitutes user error, this event was medically reportable. No device failure has been identified as a result of these adverse events. No further follow-up information is expected and it has been assessed that no corrective action is necessary at this time and the report is considered final.

Event description:
Initial information concerns a (B)(6) male patient and was received from a user facility via the company distributor on (B)(6) 2015. The patient's medical history and concomitant medications were not provided. The patient's concomitant diseases include chronic (B)(4). On (B)(6) 2013, the patient had tace using lipiodol followed b tace using dc bead on (B)(6) 2014 and tace using lipiodol and partially hepasphere on (B)(6) 2014. On (B)(6) 2015, the patient underwent deb tace procedure dc bead (100-300 um, 1 ml) loaded with 25 mg of epirubicin for the treatment of hepatocellular carcinoma.

Manufacturer narrative:
Company reference: (B)(4). Dc bead with epirubicin hydrocloride was reported to have been used in the treatment of this patient. The equivalent product lc bead is available in the USA and is indicated for the treatment of hypervascular tumors and avms. The use of dc bead with epirubicin hydrochloride is considered off-label use. The device has not been sent to the manufacturer for evaluation. No batch review was possible for this case as the lot number could not be ascertained. No product malfunction/deficiency has been identified. Company medical assessment: patient underwent deb-tace, subsequently developed abdominal pain and was found to have extensive hepatic and biliary necrosis requiring drainage, event is medically reportable. This event is medically reportable. This event is currently under investigation by the manufacturer and the conclusions of this investigation /any new information received will be communicated as a follow-up report.